Manufacturer narrative:
Section d6b: during processing of this incident, attempts were made to obtain complete explant date, but no information was available. Section b3: date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4) , batch: ab2264. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's drg system was explanted at an unknown time due to system not providing effective pain relief. Investigation was unable to determine which lead attributed to the issue.